Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr experienced cannula breaking off or pulling out and leakage during use. The following information was provided by the initial reporter: a patient bought me back four-millimeter eagles complaining that for some time the needles broke and twisted so leaked. Lot 8205960; item 32056.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr experienced cannula breaking off or pulling out and leakage during use. The following information was provided by the initial reporter: a patient bringed me back four-millimeter eagles complaining that for some time the needles broke and twisted so leaked. Lot 8205960 item 32056.